Manufacturer narrative:
The log file of the affected device was provided for manufacturer investigation ans was analyzed. The reported device failure could be confirmed as the device had logged "sensor: vsens out of range" on (B)(6) 2018. This logged error indicates a failure of an electronic component on the pcb sensor which resulted in its supply voltage being out of range. In case of this deviation, the device stops ventilation and alarms visually and acoustically. An alternative independent ventilation device has to be used instantly, as described in the IFU. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had a failure during patient use. It was later confirmed that the medical personnel used manual ventilation, no injury happened.